Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was currently undergoing crrt (continuous renal replacement therapy) via a right ij (internal jugular) central venous dialysis catheter (triple lumen) when the crrt machine alarmed "access extremely negative." The writer noticed this alarm occurring a couple of times prior to this; however, each time was due to the patient coughing or turning their head to the right side, and once the patient was positioned correctly, the circuit was able to run, and the alarm stopped. However, this time, despite troubleshooting, including reversing the lines, decreasing the blood flow rate, physically manipulating the line position, and the patient position, the alarm/issue could not be corrected, and the line began to suck air into it from patient cvc (central venous catheter). At this time, the writer decided to change the circuit as it was due to be changed in two hours anyway. After restarting the patient on crrt with a newly primed filter/circuit, within two minutes of running the machine again, it alarmed "access extremely negative," despite the patient not turning their head or coughing. Upon inspection, over half of the circuit in the crrt machine filled with air from the patient line connection all the way through the filter. The writer then had to throw away this filter as well and set up an entirely new one again; this second new filter had been running without issue. The writer was unable to return the patient's blood in the crrt circuit back to the patient both times, and the patient lost approximately a unit and a half worth of blood. The patient's hemoglobin remained stable when checked after this incident. The patient central dialysis line had to be accessed, locked, and re-accessed multiple times. The patient did not receive dialysis for that entire time, resulting in larger volumes of fluid needing to be removed faster once dialysis was going again, resulting in increased norepinephrine dosing. No other device/incident factors noted. There was inconvenience to the patient, unexpected or prolonged care, and no invasive procedure.